Event description:
It was reported that a medical intervention was performed to the patient (positioning of the patient, incision, para-patellar approach, resection, mobilization and closure). No exchange or manipulation of any implant was performed.

Event description:
It was reported that a revision surgery was performed due to implant fracture.

Manufacturer narrative:
This report is related to report 1020279-2018-00301 where a revision was reported. The associated genesis ii ps insert was returned and evaluated. A lab analysis performed on the returned device noted damage/deformation was observed on the articular surface, post, and lock mechanism .damage/deformation/fracture observed on the returned component indicates that the insert fractured, which resulted in instability. No material or manufacturing deviations were discovered in this investigation. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical investigation indicated that based on the available information, the root cause of the polyethylene insert breakage that led to the revision cannot be concluded. Should any relevant clinical/medical information become available this complaint be reassessed. Our investigation did not determine a specific cause of the stated failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.